Event description:
The reporter states that he obtained an undosed result of "lo" on the accu-chek active s system. The reporter also states that the strip had been out of the vial for 30 minutes before he inserted it into the meter. No adverse event reported. New system sent to customer and return requested.